Event description:
Reporter alleged the customer obtained discrepant blood glucose of 30 mg/dl back to back with a result of 130 or 145 mg/dl when testing was performed less than 10 minutes apart on the advantage system. When checking the memory of the same system, reporter stated the actual results were probably 15 mg/dl compared back to back with 153 mg/dl. Reporter indicated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.